Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that the cables at the end of the mega suturecut needle driver instrument broke. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken at the distal clevis hub. The cable segment was observed to be sticking out at the wrist of the instrument. The distal clevis did not exhibit any wear. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.